Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during an infusion set change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the compromised force sensor system alarm. The customer stated that the insulin pump has been dropped in the past. The customer also confirmed that he had been having motor error issues for almost three months. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer declined to return the out-of-warranty pump for analysis and a replacement device was shipped to him.